Event description:
Related to MFR report # 2183959-2012-01334. It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc on (B)(6) 2008 to treat her pelvic organ prolapse and/or stress urinary incontinence and/or rectocele and/or other conditions." It was alleged the "plaintiff has suffered injuries and complaints including but not limited to pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage," "mental anguish," "disability," and other damages. The plaintiff has or is expected to undergo revision surgery.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.